Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. UDI: (B)(4). Corrective action has been initiated for the reported issue.

Event description:
It was reported that the inner package was not fully sealed. There was no patient involvement and no delay in a procedure as a result of the event.